Manufacturer narrative:
(B)(4). The product was not returned for evaluation. (B)(4).

Event description:
A review was conducted on (B)(6) 2012 between the FDA maude database and the ciba vision complaint management system from (B)(6) 2000 through (B)(6) 2012 which identified 42 voluntary medwatch reports that ciba vision had never become aware of. Redacted maude report: "my son sustained a chemical burn and spent 4 hours in the emergency room yesterday after mistaking clear care contact lens cleaner for wetting solution. The injury, a layer of skin burned off his eye, was comparable to what might be expected from paint remover. The product label contains no warning other than a notice to avoid direct contact with eyes, leading users to believe that this cleaner is no different from ordinary contact cleaner. We attempted to wash out the cleaner with water and saline, which would work for ordinary cleaner, but this had no effect. Users should be warned to seek medical help immediately if this cleaner gets in the eye. Why is there no FDA reg on advising users for products as dangerous as this?" No contact information was provided; therefore, follow-up is not possible.